Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to an excessive stress from the outside of the distal end such as hitting or dropping. Or the reported phenomenon was attributed to an aged deterioration because nine years have passed since the manufacturing of the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the distal end cap of the subject was broken at the preparation for use. At the incoming inspection for the repair, olympus india checked the subject device. It was found that the distal end cap of the subject device was cracked, but the forceps elevator function was no problem. There was no patient injury associated with this report.